Event description:
It was reported that the customer received a button error alarm on the insulin pump, which may have been exposed to moisture and had cracks on it. The customer's blood glucose level was 8.9 mmol/l. The customer had reverted to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage noted on the electronics, motor, vibrato motor or battery tube assembly. No button error alarm noted. The insulin pump has with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.